Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the renal artery with mild calcification, mild tortuosity and 90% stenosis. The 4.5x12 mm herculink elite stent delivery system (sds) was advanced to the lesion and pressure was increased to 11 atmospheres (atm), however, the stent did not fully deploy. The entire delivery system including the stent was removed from the anatomy through the guiding catheter and a new same size herculink elite sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.